Event description:
A healthcare professional reported that during excimer laser treatment there was a noise coming from the femtosecond laser system, which had just successfully been used to create a flap for the laser treatment. Some smoke appeared and a strong smell came out of the back end of the femtosecond system. The system power went down immediately on the femtosecond laser. There was no pt harm and no clinically significant delay, for the pt that was being treated on the excimer laser. Additional info has been requested but not received to date.

Manufacturer narrative:
A service visit was performed and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Additional info has been requested but not received to date. (B)(4).